Event description:
It was reported that the patient with this right ventricular (rv) lead received an inappropriate shock and was hospitalized. It was noted that there was no therapy exhaustion. Subsequently, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.